Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d, implanted (B)(6) 2019, 429888 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2 weeks after the patient was upgraded from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), the system was removed due to an infection. It was noted that there was drainage through the incision and the source of the infection is unknown. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.